Event description:
When 2000 ml bag of dextrose amino acid sterile water solution was hung the vtbi (volume to be infused) on the pump was set to 2000 ml. However, the bag was empty in half the time it should have taken to infuse. The vtbi being displayed when the bag was empty was 1014 ml and the primary infusion rate was 83.4 ml/hr. The secondary infusion rate was set to 50 ml/hr. Further follow up revealed that no one noticed if any fluid had leaked.